Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a za9003 22.5 diopter intraocular lens (iol) was noticed bent while inserting into the patient's right eye. Therefore, the lens was removed and replaced with a backup lens. Reportedly, there was patient contact, but no patient injury occurred. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/22/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The sample was evaluated and observed with the haptic bent. Residue of viscoelastic was detected in the lens. The manufacturing data confirms no process deviations that may lead to visible damaged deposition on the iol that may be undetected by our control process. The reported issue was verified, but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.